Event description:
A report was received that the patient underwent a pocket revision due to discomfort as the ipg was implanted at the belt line. The patient is reportedly doing well following the revision.